Event description:
It was reported that during preparation for a coronary artery drug eluting stenting treatment procedure, stent damage was found. As the physician prepped the 3.0x12mm taxus liberte stent, the distal edge of the stent was found to be flared. The procedure was completed with another device with no pt complications. The pt was reported to be good post procedure.

Manufacturer narrative:
As the device was not returned, a technical analysis could not be performed. The mfg records were reviewed and no issues or discrepancies were found and the device met all specs. The most probable root cause is operational context as device performance was limited due to anatomical /procedural factors. (B) (4).